Event description:
In 2015 my stepdad, (B)(6), began using a philips respironics dreammaker bi-pap machine. He had sleep apnea, which lead to a stroke, which led to the use of a respiratory machine. He used the pr machine nightly as recommended for 8 years, from 2015 until (B)(6) of 2024. In spring of 2023 he began complaining that he couldn't swallow food or drink. He was ultimately diagnosed with a malignant mass at the esophagus; his diagnosis resulted in extensive chemo and radiation therapy and in (B)(6) 2024, surgery to remove the mass, part of his esophagus and most of his stomach. They could not remove all the esophageal and stomach cancers. He couldn't eat solid food and needed round the clock medical care; his quality of life was reduced to merely existing as his family and medical providers tried to nurse him back to health. We could not. In total, he had, I believe, three or four separate pr machines that he swapped out over the years because they were too noisy at night. Our family found out about the pr recall of these machines purely on accident - by reading a news article published by politico. My dad did not receive any recall notices from pr, nor did the distributor of the machines tell him they were unsafe. In fact, he continued to use his machine through the early months of his chemo and radiation. He had no idea he was breathing in toxic chemical foam that had melted in his machine. My dad's use of the pr machine is directly responsible for his cancer diagnosis which untimely led to his death on (B)(6) 2024. Pr should be prosecuted both criminally and civilly to the fullest extent the law allows because they knew their machines were full of toxic materials but they did nothing - moreover, they tried to cover it up to keep their shareholders happy and their reputation in tact. They have killed innocent people! Their decision makers should be criminally charged for these intentional injuries and deaths like my dad's, and let the justice system sort them out. (B)(6), personal representative of the estate of (B)(6). Healthy, vibrant 76 year old male, retired - active playing pickleball, golfing and gardening/yard work.